Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 1 event was reported for this quarter. 1 device was received for evaluation. 1 event was not confirmed/duplicated during testing; however, the device was found to be outside specifications. 1 device was found to be affected by compromised lubrication. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the bur chattered in the device. There was patient involvement; no patient impact.